Event description:
Baxter reports that the white clamp sleeve detached from the light blue main body. The pt was in the hosp at the time of the incident, and all pd solution change was handled by the nurse at that time. After 1 month, the white clamp sleeve detached from the light blue main body. The set had been installed to the pt in 2005. There was no pt injury or medical intervention associated with this event.